Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy"

Event description:
It was reported that a 57 year old female patient was admitted to the hospital on (B)(6)2022. The patient was conscious. Due to right kidney ureterectomy and radical cystectomy, a urinary catheter drainage tube was indwelled. The foley catheter was unobstructed and properly fixed, and the patient and family members were informed of the of the relevant precautions. No restraint belt was used during the indwelling period. At 09:05 on (B)(6)2022, when the patient was lying in bed, the urinary catheter prolapsed by itself. Immediately the user notified the doctor to check the patient. Upon checking, it was found that the urethral sac was ruptured, and the patient¿s urethral opening was not damaged. The doctor on duty was informed. Following the doctor¿s advice, a new catheter was indwelled. The drainage fluid was light red and the user reported to the doctor in charge for further observation. This patient had an unplanned extubation in this hospital for the first time, there were 4 responsible nurses on duty when unplanned extubation occurred and there were 30 patients in the ward when unplanned extubation occurred. Hx: the patient had right kidney ureterectomy and radical cystectomy.